Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after use of the product.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2013-00363, 1225714-2013-00364, 1225714-2013-03130.